Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states. It is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).

Event description:
It was reported that the device was slightly exposed out of the pocket and necrosis was suspected at the implant site. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.